Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, the patient opted for a trans obturator urethropexy (tur) with aris for exertional incontinence, which was performed on (B)(6) 2019. At the time of the procedure, significant bleeding and probable right-sided urethral trauma were reported during tunnelling. At the post-operative follow-up, the onset of right-sided coxalgia following a fall and intense running was noted. A relapse of stress incontinence was also noted in (B)(6) 2019. Physiotherapy is attempted. Complete removal of the sling is performed on (B)(6) 2020 mainly because of right obturator pain. It was noted that the tape had perforated the urethra on the right side. Physiotherapy follow-up after removal of the sling reported persistent right obturator neuralgia, partial limitation of activities and incontinence. The pain seems to have gradually subsided.

Manufacturer narrative:
Correction: d3 manufacturer name. G2: report source. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.